Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation under the lifevest. The patient's electrode belt had released gel and it was reported that the gel had burned the patient. It was also reported that the patient's garment was too tight, causing marks on the patient's skin. The patient reportedly went to the hospital. It was not reported if the patient received medical intervention for the burn or the marks on the skin. The medical outcome of the irritations is unknown.